Event description:
It was alleged that the patient's magec rodr would not distract. The physician revised the rod with new magec rod without incident.

Manufacturer narrative:
A visual inspection of the returned device revealed the rod a150717-11 was found partially distracted with score marks on the distraction rod. Functional testing revealed that the manual distractor and erc could not distract or retract the rod. Sectioning of the rod determined that the distraction rod could not be separated from the housing without use of high force. Bending forces applied to the rod from patient anatomy/activity may have caused the distraction rod to wedge into the housing tube, which would cause the failure to distract. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.